Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed a charge and boot test. The data log could not be retrieved. The device would not boot up and continuously re-initialized. The device was opened for an interior visual inspection and passed. Functional testing could not be performed. The ui-u1 main board was seperated to download the data log. The data was reviewed and no findings related to the complaint were found. The complaint confirmation of a receiver ceasing to function could not be determined. A root cause could not be determined.